Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the patient was not responding to certain sounds for the past 2-3 weeks. A fall with head trauma was reported.

Event description:
It was reported that the patient was not responding to certain sounds for the past 2-3 weeks. A fall with head trauma was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.